Event description:
It was reported that an alert triggered several times due to high pacing impedance on the right ventricular (rv) lead. The rv lead also had varying pacing impedances and an elevated sensing integrity counter (sic). It was noted that the lead integrity alert (lia) had triggered. Review of performance data also indicated high thresholds. It was further reported that the right atrial (ra) lead was programmed off due to high thresholds. The patient has an appointment scheduled with their electrophysiologist. Follow-up was attempted with the clinic; however, no additional information could be obtained. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.